Event description:
The customer reported there were issues with the image from the subject device during maintenance and there was insufficient probe oil. The subject device was sent to olympus for evaluation. During inspection and testing, there was no image from the device. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, there was no image from the device. A review of the device history record found no deviations that could have caused or contributed to there being no image from the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes of the event: ultrasound image was lost due to ultrasound probe breakage, ultrasound image was lost due to the ultrasound cable disconnection, ultrasound image was lost due to the guide tube covering the flexible shaft became caught with the probe during rotation, ultrasound image was lost due to increasing the viscosity of the lubricating oil, ultrasonic images were lost due to the failure of encoder, ultrasonic images were lost due to the failure of motor, ultrasound image was lost due to the failure of the pc board, or ultrasound image was lost due to an abnormal connection of the ultrasonic cable connector electrical contact. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides sentences similar to the following, which may help to reduce/prevent the issue: inspection of the endoscopic system, warnings and cautions or precautions, storage of the ultrasonic cable. Olympus will continue to monitor field performance for this device.